Event description:
The facility reported an infusion pump with a speaker not functioning. The speaker was reported to emit an unusual sound. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. No additional info available.

Manufacturer narrative:
Evaluation summary: evaluation was completed and the reported condition of the speaker not functioning was confirmed. Two-year review of the complaint history reveals no other reports have been received for this serial number for the reported issue.